Event description:
It was reported that the patient experienced a shocking sensation. More than 6 months prior, the patient was having ¿so much trouble¿ with her stimulator they ¿cut it down to 1.¿ the patient stated she thought there were 4 wires going up and down her spine, but now there was only one that was working. It was stated that ¿they turned it down to 1¿.she turned it down¿ because the patient was getting shocked so badly it would knock the wind out of her. The patient had a loss of therapeutic effect. The patient stated she sometimes did not use her stimulator because it was shocking her. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).